Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right atrial (ra) lead has become detached after 10 years. The ra lead status indicated as implanted - out of service. No further information was provided. No patient complications have been reported as a result of this event.